Event description:
It was reported that the patient had sternal wound infection. The patient is on ongoing management with debridement and antibiotics.

Manufacturer narrative:
Section a4 : patient information not provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: date of event has been estimated. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was readmitted in (B)(6) 2025 and found to have moraxella. A fistula was noted at lower sternotomy, and the patient was transitioned to augmentin. On (B)(6) 2026 it was noted the patient had a re-opening of their lower sternotomy fistula. The source of the infection was driveline. The symptoms were sternotomy pain, and the cultures were identified to be streptococcus (group b) and moraxella catarrhalis. The status post debridement in the operation room on (B)(6) 2026. Cultures were negative. They continue vancomycin and zosyn for now since there are surgical plans for repeat incision and drainage.